Event description:
There are seams in the metal used to coat the plywood core of the hood. When the hoods are cleaned, the cleaning fluid leaks in the seams, which has caused the wood to warp. This is an infection hazard. There are (B)(4) involved.